Event description:
Information received indicates the scale is not working due to fluid and corrosion on the scale circuit board.

Manufacturer narrative:
The technician replaced the scale circuit board to repair the bed.